Manufacturer narrative:
Ra has received the incident device and assigned the product to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "upon removing bag from patient the bag broke. A kelly instrument was used to enlarge the extraction site."patient status- ok.

Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the bead, bag and cord loop were returned for evaluation. Upon inspection, engineering observed a single puncture on the distal tip of the bag. The puncture exhibited some ruffling of the plastic bag on the side of the puncture. The bag may have come into contact with sharp instruments which may have caused the bag to tear. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical actively monitors its vigilance system for trends and will take appropriate actions in order to continue providing our customers the highest quality products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.